Event description:
The patient was a female with no relevant medical history. Indication for the procedure was a left side middle cerebral artery aneurysm. Aneurysm sac size was 8mm high, 10mm long and 8mm wide. Neck size was 4mm. The parent vessel was 2mm in diameter. The aneurysm was treated with a codman neurovascular stent system. An enterprise 4.5 x 22mm stent was deployed. Coiling of the aneurysm was scheduled for a month later. The patient was discharged 4 days later. At the 6 month follow-up, a complete occlusion of the m2-segment because of stent migration was noted. No clinical symptoms due to collateral blood flow. The event is ongoing.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.